Event description:
It was reported to globus that patient had a loose construct with competitor hardware, and as a result a revision surgery was required. During the revision it was noticed that on a lower level there was a broken transition screw. The screw was removed along with all hardware, globus and competitor.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for evaluation, a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufacturer within specifications, maintained and distributed in accordance with all federal, state and operating procedures. Upon evaluation the screw was measured and found to be within dimensional specifications. It is not possible to determine the exact cause of the reported break, however the loose construct may have placed excessive force on the screw causing it to break.